Manufacturer narrative:
Product complaint (B)(4). Investigation summary: examination of the returned instrument found the alleged complaint unconfirmed, but found a different failure upon inspection of the instrument. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.   Added: d2b, d4 (procode, lot, UDI), d9 and h4, corrected: d1, d2 and h3.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When removing pinnacle liner trial liner from implanted cup the locking ring became dissassociated with the trial liner and the liner came out in pieces. First the cup and threaded nipple. Then had to search and retrieve the small metal ring from the liner trial sitting inside the cup. Retrieved liner ring from wound. Had already completed trialing and selected parts. No debris was left in the wound. Surgery delay by 1 minute. Procedure successfully completed. No patient consequences.